Manufacturer narrative:
Additional information: the customer did not return the suspected product for evaluation. The in-house contour ts meter was tested with the in-house contour ts test strips from lot # 8dm3f02g, which gave satisfactory performance. Corrected information: the lot # provided by the customer was 8dm3e02h. Lot # 8bm3e02h indicated in the initial report was captured in error. Lot # 8dm3e02h has been determined invalid. Has been updated with the correct lot # and expiration date, while report has been updated with the correct device manufacture date.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose readings of 229 mg/dl on a contour ts meter and 400 mg/dl on a different meter, both taken within 10 minutes. The advocate could not provide the symptoms of customer as the customer was sick and unable to talk. The customer received injectable insulin as medical intervention from the physician based on the reading of 400 mg/dl. No further event details were provided. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.